Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow up report will be filed.

Event description:
International complaint received from (B)(6). Customer reported male tubing connector came off during patient use. Additional information is being requested regarding patient demographics, medication involved or infusion set up. No patient injury or medical intervention was required.